Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by a nurse that the customer received emergency medical assistance and got hospitalized due to high and low blood glucose on (B)(6) 2019 with blood glucose of 446 mg/dl at the time of the incident, and dropped to less than 40 mg/dl on the morning of the call. The customer was getting no delivery alarms. The customer was at 441 mg/dl at the time of the call. The customer was given manual injections and a sliding scale to treat the highs. The caller did not mention any symptoms. The customer also dropped to 20 mg/dl at a different point in time. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer was also hospitalized on (B)(6) 2019 with a blood glucose level of 700 mg/dl. The customer also got a low blood glucose on (B)(6) 2019 with blood glucose of 40 mg/dl at the time of the incident. The customer was given juice and dextrose to treat the low. The insulin pump will not be returned for analysis.